Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor the patient reported seeing scrolling battery lights on the recharger when it sat on the dock when they went to charge on saturday (2023-oct-28) and the recharger was not charging and when it was off the dock, it was not turning on. The following troubleshooting steps were performed: patient services had the patient confirm a solid green light on the back of the dock, even when they moved the dock and had the patient place the recharger on the dock and hold the power button down for 10 seconds. The issue was not resolved. Patient services had the patient do a recharger reset and that did not resolve the issue. The patient confirmed they always kept the recharger on the dock and charging when not in use but also pointed out that they noticed the cable they used for the dock (patient confirmed it was a thick cable) was loose in the port of the dock and kept coming out so they switched the cable out with the cable they used for the communicator. The patient confirmed that the cable they used for the communicator was the same in thickness as the recharger dock cable but it fit and no longer fell out of the dock so the patient started using that for the dock and stated that there didn't appear to be an issue with the recharger dock port. The patient confirmed the communicator cable had been a thick cable as well. The patient was unable to answer if the cable that was loose looked damaged. An email was sent to repair and the patient was sent a replacement recharger. Patient services also requested a new recharger dock cable be sent to the patient and advised the patient to call back if they noticed an issue with the replacement cable in the dock. The issue was not resolved through troubleshooting. Documented reported event. No further action was taken by patient services. Redirected caller. Additional information was received from the patient on 2024-oct-31. The patient called back after getting new recharger. The patient got the new recharger paired however was getting a message that the recharger battery was low. When patient placed the charger on the dock it was completely unresponsive. Patient confirmed they were using the new power cord they just received from repair and could see green ac light. Nothing appeared to be obstructing the charging pins. Ordered a new charging dock via email to repair. Patient (pt) called back on (B)(6) 2023 repeating a information previously reported in this case. Pt stated they have been trying to "program my recharger" and they can't get it recharged. Pt stated they have gone through all the steps and they are getting 'device not found'. Pt confirmed they got the new charging dock and they are trying to connect new recharger with their implant and reported they are seeing message "that it doesn't recognize the serial number". Pt stated on the call seeing "recharger is off". Pt stated recharger was turned off at that time. Reviewed to power on recharger and when pt attempted to power on recharger pt reported recharger would not power on and no lights came on. Pt stated when they tried to turn on recharger again the battery flashed green up and down once or twice and then it stopped and lights went out. Pt reported getting recharger not found message. Pt confirmed they have tried to charge recharger since they received new docking station. Pt reported when they put recharger on dock it doesn't do anything and there are no lights on recharger. Pt confirmed using correct charging cord with docking station and confirmed seeing green light on charging dock, but no battery lights to indicate recharger was charging. Pt confirmed using new recharger but reported no lights were coming on the recharger when pt pressed/held down recharger power button while on dock. Pt stated they first noticed this issue started since pt got recharger yesterday. Pt stated they thought it was the dock so they got dock replacement but that did not resolve it. Pt stated their implant battery is at like 10%. Pt stated since they are having trouble to pair recharger will they need to call when they get replacement recharger. Agent reviewed pt can call when receives replacement recharger if needing assistance with pairing. Agent sent email to repair for replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6) found the patient's complaint was confirmed, device led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.